Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 42 mg/dl at the time of the event. The customer received a low sensor glucose alert on the device, it displayed sensor glucose of 86 mg/dl and the blood glucose displayed 42 mg/dl. The customer was treated with orange juice and the blood glucose raised to 341mg/dl. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Smart guard/auto mode was active at the time of the event. Troubleshooting was declined by the customer for the high blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.